Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified while based on the analysis, the alleged cartridge change error issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.